Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s nurse reported via phone call that the customer had a low blood glucose level of 38 mg/dl. The customer was treated with juice. They were advised to have the customer call back for troubleshooting. The device will not be returned for analysis.